Event description:
It was reported that the patient presented at the clinic due to noise oversensing on their right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The noise was suspected to be due to electromagnetic interference. The patient's rv lead was capped and successfully replaced on (B)(6) 2025. The patient was stable.

Event description:
It was reported that the patient presented at clinic due to noise oversensing on their implantable cardioverter defibrillator (ICD). The noise was suspected to be due to electromagnetic interference. No intervention was performed. The patient was stable.